Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3.

Event description:
It was reported that instrument were broken upon inspection. Universal stem insert handle struggled to attach and then could not remove attachment.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that instrument were broken upon inspection. Inhance offset taper adapter trial plastic was broken at attachment lip. Inhance baseplate inserter rod was cross threaded. Inhance glenosphere inserter tip was broken. Universal stem insert handle struggled to attach and then could not remove attachment. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed universal stem insert handle was observed with signs of normal usage. No other defect was found. A dimensional inspection for the universal stem insert handle was not performed as it is not applicable to the complaint condition. A functional test was performed was performed with a mating device sample (part number d259807440 stem insert shaft) to asses the interaction and the devices were able to assemble and disassemble as expected. He complaint condition was not able to be replicated. The overall complaint was not confirmed as the observed condition of the universal stem insert handle would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.